Manufacturer narrative:
Device information and implant date are unknown. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient that previously underwent a tmvr with 26 mm sapien 3 ultra valve inside surgical valve and they came back with stenotic valve. A viv took place, and the team was able to successfully treat the patient. There was no allegation of edwards device malfunction. Patient was stable after tmvr.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 correction, d1 corrected, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for stenosis was unable to be confirmed due to unavailability of relevant imagery and/or medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the s3ur thv was implanted in native mitral position for this case. Therefore, it was off label operation. As reported, 'a patient that previously underwent a tmvr with 26 mm sapien 3 ultra resilia valve inside a native bicuspid mitral valve for severe native mitral stenosis and severe native mitral annular calcification. Patient didn't qualify for tmvr previously, so the team did sternotomy and deployed the valve through transcatheter delivery system and then sutured it. Patient was stable after procedure. Approximately 11 1/2 months later, the patient came back with a stenotic 26 mm sapien 3 ultra resilia valve and dyspnea.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had vast pre-existing comorbidities (hyperlipidemia, kidney disease on dialysis, hypertension), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration/reduce eoa (effective orifice area) of valve, which could obstruct the blood flow across the valve resulting in stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist (fcs), a patient that previously underwent a tmvr with 26 mm sapien 3 ultra resilia valve inside a native bicuspid mitral valve for severe native mitral stenosis and severe native mitral annular calcification. The patient didn't qualify for tmvr previously, so the team did sternotomy and deployed the valve through transcatheter delivery system and then sutured it. The patient was stable after the procedure. Approximately 11 1/2 months later, the patient came back with a stenotic 26 mm sapien 3 ultra resilia valve and dyspnea. A viv took place, and the team was able to successfully treat the patient. Patient was stable after viv.

Event description:
As reported by a field clinical specialist (fcs), a patient that previously underwent a tmvr with 26 mm sapien 3 ultra valve inside a native bicuspid mitral valve for severe native mitral stenosis and severe native mitral annular calcification. Patient didn't qualify for tmvr, so the team did sternotomy and deployed the valve through transcatheter delivery system and then sutured it. Patient was stable after procedure. Approximately 11 1/2 months later, the patient came back with a stenotic 26 mm sapien 3 ultra valve and dyspnea. A viv took place, and the team was able to successfully treat the patient. Patient was stable after tmvr.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, a2, a3, b5, b7, d4, d6 h6: clinical code. Investigation is still ongoing.